Event description:
Information received by medtronic indicated that the retainer ring was missing and the reservoir was not able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat due to missing retainer. The pump was received with a missing retainer. The following were noted during visual inspection: broken reservoir tube lip, minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 19-jul-2022 in the pump history file. 07/14/2022 14:15:12.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. 07/18/2022 22:45:08.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. 07/19/2022 06:05:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal. 07/19/2022 06:05:50.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. 07/19/2022 06:07:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal. 07/19/2022 06:33:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal. 07/19/2022 06:37:04.000 alarmalertnotification. Faultnumber = no delivery (7) - during bolus. 07/19/2022 06:47:00.000 alarmalertnotification. Faultnumber = no delivery (7) - during basal. 07/19/2022 14:50:24.000 battery removed. 07/19/2022 14:50:24.000 alarmalertnotification. Faultnumber = battery removed (84). 07/19/2022 15:00:00.000 alarmalertnotification. Faultnumber = battery removed (84). 07/19/2022 15:53:00.000 alarmalertnotification. Faultnumber = batt out limit(6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Batt out limit (6) was due to the battery removed for more than 10 minutes pump or reset due to battery backup depletion. The insulin flow blocked alarm functions properly during the basic occlusion test and force sensor test. Unable to verify insulin flow blocked alarm on the occlusion test due to missing retainer. No delivery (7) not confirmed. Batt out limit (6) not confirmed. Missing retainer ring confirmed. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to missing retainer. Unable to confirm alleged high bgs/low bgs. Cosmetic damage confirmed at reservoir compartment (missing retainer), and other cosmetic damage was noted. Reservoir unable to lock into place confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Event description:
It was reported by the customer that they were hospitalized for low blood glucose level event on an unknown date. The customer's blood glucose level was 4.7 mmol/l. Customer was treated with manual injection. It was unknown that auto mode feature was active or not at the time of the event. Frn- unk rsvr, unomed set.